Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and system did not deliver pacing when required. There was asystole greater than 3 seconds. The patient's rhythm was in the vt-1 zone. Anti-tachycardia pacing (atp) was inappropriately delivered. Upon further review, it was indicated that the right ventricular (rv) lead impedance had dropped, but remained within range. It was suspected that electromagnetic interference (emi) could have been the cause as noise was present after the episode marker. The boston scientific field representative performed isometrics, however the noise could not be recreated. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that there was no further testing performed. The physician will continue to check this patient. There have since been no further observations. No adverse patient effects were reported. The system remains in service.